Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and stated that the pump was undamaged but had a temperature issue. There was no allegation of an adverse event. This complaint is being reported as there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Correction to b5; submitted 09/12/2016 as follow-up #1. A review of the complaint record indicated that moisture/corrosion was present in the pump.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 10/21/2016: the device was returned to animas and evaluated by product analysis on 09/27/2016 with the following results. No activity related to pi observed in pump histories. Unable to perform steps 10, 11, 13 and 30 due to blank display (see pi 1-11495728186).